Event description:
It was reported that the procedure was cancelled. Two 4mmx10cm interlock coils were selected for use. During the procedure, the coil got stuck in the middle part of the catheter. Only the coil was pulled out and the procedure was not completed due to another reason. No patient complications were reported.